Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board and cabling were evaluated and reseated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.